Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the issue was resolved and the station scheduled for decommission. No further investigation was required. The system functioned as intended after a field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 experienced a failure, and when recovery was attempted on the affected cubie, multiple other cubies in the same drawer generated failure messages despite not being accessed. None of the cubies could be successfully recovered. During a subsequent recovery attempt, the originally failed cubie unexpectedly ejected. A full system reboot was performed; however, all affected cubies in drawer 5 remained unrecoverable. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.